Event description:
Intended use: vitek® ms is a mass spectrometry system using matrix-assisted laser desorption/ionization time of flight mass spectrometry (maldi-tof ms) for the identification of micro organisms cultured from human specimens. The vitek® ms system is a qualitative in vitro diagnostic device indicated for use in conjunction with other clinical and laboratory findings to aid in the diagnosis of bacterial, yeast and mold infections. Issue description: a customer in canada notified biomérieux of misidentification of strep latex group a+ as streptococcus porcinus oris when using vitek ms instrument ref.: 410895, (B)(4). Results were as follows: one (1) isolate t4202959 vitek ms ID: streptococcus porcinus alternate ID: strep latex grouping group a+ (discrepant with streptococcus porcinus which is group b) expected ID: unknown as no identification reference method was performed. Culture conditions: - culture media : blood agar plate - incubation: 24h. An investigation has been initiated and completed (see h10). The root causes of the misidentification are a non-optimal spot preparation by the user and a non-optimal fine tuning. At the time of assessment, there is no indication or report from the customer that this event led to any adverse event related to any patient's state of health.

Manufacturer narrative:
A customer in canada notified biomérieux of misidentification of strep latex group a+ as streptococcus porcinus oris when using vitek ms instrument (B)(4). Vitek ms mode : ivd, kb version : 3.2 (cli) issue type : misidentification as streptococcus porcinus vitek ms result (lab ID: t4202959): single choice to streptococcus porcinus other method : strep latex grouping group a+ (discrepant with streptococcus porcinus which is group b) expected ID: unknown as no identification reference method was performed culture conditions: -culture media : blood agar plate -incubation: 24h issue date: (B)(6) 2022 fine tuning date before the issue: (B)(6) 2022 investigation: batch history record and complaint trend analysis. A trend analysis has been done regarding the complaints recorded for a misidentification due to a non optimal spot preparation and a non optimal fine tuning. No implication of a trend. There is no CAPA, no non conformity on vitek ms linked with customer 's complaint. Since (B)(6) 2016, no similar complaint has been recorded. No isolate of streptococcus group a was misidentified as streptococcus porcinus. Investigation results fine tuning status medium at the time of acquisition. Fine tuning was needed. Spot preparation quality the calibrator ¿all peaks¿ values are homogeneous. Kb review the expected identification is unknown because no reference method was used to confirm the expected identification. Sample data analysis according to data provided, the misidentification result was obtained with a low identification score (-0.39) which is near the acceptable limit for giving an ¿identification¿ result or a ¿no identification¿ result. This could be explained by a non-optimal spot preparation of the sample strain (culture, spot, different operator). There are presence of peaks near 7.5 kda and near 15 kda (double-charged peak). Based on this observation, we suspect the presence of hemoglobin peaks in these spectra. Based on these findings, a non-optimal sample preparation quality is suspected, probably linked to agar picking during the collection of the colonies on the plate (it could happen for strain with rough colony or for strain difficult to collect). Root cause analysis. Non optimal spot preparation. Non optimal fine tuning. Corrective or preventive actions: no CAPA number is needed.